Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported experiencing high blood glucose over 400 mg/dl. The customer was not feeling well and took a bolus to treat. Customer believed the insulin pump may not have been delivering enough insulin. It was found the drive support cap appeared normal. Customer declined further troubleshooting steps and was transferred elsewhere for assistance with blood glucose being off. Customer was advised to monitor blood glucose closely.